Event description:
It was reported that pump required replacement while still under warranty, and customer planned to use multiple daily injections as backup to maintain insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within 10 days, and caller understood and acknowledged all instructions.